Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle libre reader was reviewed. The dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A daughter called on behalf of her mother who was unable to test with her adc freestyle libre reader due to the reader "turning on and then off and not charging". Customer experienced unspecified symptoms suggestive of hyperglycemia, and had contact with an hcp who reportedly administered a glucose injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A daughter called on behalf of her mother who was unable to test with her adc freestyle libre reader due to the reader "turning on and then off and not charging". Customer experienced unspecified symptoms suggestive of hyperglycemia, and had contact with an hcp who reportedly administered a glucose injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.